Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-06011. During follow-up, several non-sustained oversensing episodes were observed due to noise. Technical support suggested reprogramming of the device to resolve the issue. The patient was in stable condition.